Manufacturer narrative:
Reporter is a synthes employee. Part # 03.130.010 synthes lot # h082495 supplier lot # h082495 release to warehouse date: 28 aug 2016 manufactured by synthes monument no ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Visual inspection: the stardrive scrwdrvr shft/t4 50mm/self-retaining hex coupling (part #: 03.130.010, lot #: h082495) was received at us customer quality (cq). Upon visual inspection, it was observed that the distal tip was stripped. No other issues were identified with the returned device. Functional test: the functional test was not performed as the mating devices were not returned at us cq. Can the complaint be replicated with the returned device(s)? Unable to perform. Dimensional inspection: dimensional inspection of the distal cutting profile tip could not be conducted due to post-manufacturing deformation of the tip. Document/specification review: the following drawing, reflecting the manufactured and current revisions were reviewed. -stardrive screwdriver shaft t4, self retaining hex coupling. Complaint confirmed? Yes. Investigation conclusion: the complaint condition is confirmed for the stardrive scrwdrvr shft/t4 50mm/self-retaining/hex coupling (part #: 03.130.010, lot #: h082495) as the distal tip was observed to be stripped. The stripped condition of the distal tip could have resulted in the device interaction issue. No definitive root-cause can be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021 during procedure the screw driver shaft was not holding a screw and is stripping the screws. The screw that was stripped was not able to be removed from the patient, procedure was successfully completed with no surgical delay and no fragments were generated. This report is for one (1) stardrive scrwdrvr shft/t4 50mm/self-retaining/hxc this is report 3 of 3 for complaint (B)(4).